Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2 was failed, controller card was defective. A field service engineer cleaned the debris, reseated all cables, but issue not resolved then replaced the controller card, tested in hardware test application the issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device was not detected on the bus, and the customer attempted to recover the failed drawer, but it continued to display required maintenance. The customer rebooted the device, but the issue persisted. They also attempted the following steps with no success: shutting down the station by unplugging the power cord from the back of the station and waiting 2 to 5 minutes, reconnecting the power plug, turning the station back on, and attempting to recover the drawer again. The drawer still failed. The customer stated that this malfunction occurred while dispensing the medication and unable to access the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.